Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017-07-16) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). The product could not be received since it was discarded by the customer. The customer provided a photograph of the failure and from this; the customer's issues could be confirmed as a defect of adhesion of the paper part of the packaging. Maquet is also aware of other complaints related to the issue of the damaged packaging. In response to a re-occurrence of the same issue seen in these customer complaints; (B)(4). These complaints were all investigated in the laboratory and the root cause determined for each complaint was found as packaging failure. Tyvek cover and the edge of the tray examined, it can be seen that the non-welded areas were detected on the tyvek cover. Also DHR was reviewed and no references were found, which are indicating a nonconformance of the product in question. Based on these findings, it can be concluded that the probable root cause for this complaint is packaging failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The packaging tests regarding pinhole, tear , gaps on sterile bag were performed (dms #(B)(4). According to the test result, the sterile bag was met the all requirements of visual inspection, dye penetration, peel test, seal strength and foil integrity tests.

Event description:
It has been reported that primary package of the product was open. Complaint: #(B)(4).